Event description:
It was reported that at the end of the implant procedure a single oversense was noted. There was never any oversensing before or after. Impedances, thresholds and sensing all checked out normal. Pocket manipulation did not cause any noise or oversensing and repeated impedance measurements were all normal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).